Event description:
On (B)(6) 2014, the patient contacted animas alleging that he had experienced a blood glucose (bg) greater than 250 mg/dl, but less than 500 mg/dl, with extreme dry mouth. The patient stated that the pump continued to emit loss of prime warnings despite changing the cartridge multiple times. Reportedly, the patient discontinued insulin pump therapy at the time of the call. During troubleshooting with customer technical support (cts), it was revealed that the pump successfully completed a rewind, load, and prime sequence after changing the cartridge. There were no associated alarms noted in the alarm history. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the allegation that the pump emitted recurring loss of prime alarms and the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a loss of prime with zero force observed in the black box history. A rewind, load, and prime sequence was successfully completed with no alarms. The force sensor calibration test revealed that the sensor was not detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. There was no damage found to the force sensor circuit when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.